Manufacturer narrative:
A ge rep evaluated the system and replaced the gpos single board computer. The system operates as intended.

Event description:
The customer reported the system locked up and also failed to boot up. There are no reports of pt injury or death associated with this event.